Manufacturer narrative:
This report is being filed on an international product, list number 04w20-25 and there is a similar product distributed in the us, list number similar us ln 04w20-27/37. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false nonreactive hsv-1 igg and hsv-2 igg results generated by the alinity I processing module for a patient who tested positive on the virclia method. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): hsv-1 igg result (alinity) = 0.1 s/co (nonreactive) hsv-2 igg result (alinity) = 0.16 s/co (nonreactive) virclia result = 4.354 s/co (positive) no impact to patient management was reported.